Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, upon sensor pod removal, the sensor wire detached from the sensor pod and remained in the skin. No portion of the sensor wire was visible on the sensor pod. After a few days, the patient felt pain at the insertion site. Therefore, the patient¿s father brought the patient to the emergency room (ER). The patient underwent surgery for the retained sensor wire. The patient received anesthesia and lidocaine for the procedure. The patient was still recovering at the time of report. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).